Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type recharger, product ID 3708140, serial# (B)(4), implanted: 2013-(B)(6), product type extension, product ID 37746, serial# (B)(4), product type programmer, patient. Product ID 3778-60, serial# (B)(4), implanted: 2012-(B)(6), product type lead. (B)(4).

Event description:
It was reported that the patient¿s stimulator was 100% charged on the early morning of 2013-(B)(6) and by 6:00 a.m. On 2013-(B)(6), the stimulator reportedly had only 50% charge and dropped to 0% by 11:00 a.m. That same morning. The patient was reportedly concerned about how quickly the battery depleted. It was noted that the patient was able to use their recharger to charge the stimulator and the patient was getting ¿good relief¿ at the time of the report. It was also noted that the patient uses their stimulator 24 hours a day. It was reported that the patient was alive with no injury and that there were no symptoms or complication associated with this event.